Event description:
It was reported that this right atrial (ra) lead found exhibiting noise during the device interrogation. This lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).